Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following a micro-stent implant procedure, that her eye feels hard to the touch and she feels she is having an intraocular pressure (iop) spike. She said that since then she¿s been having referred pain all over the globe and head and her pressure spikes are up to 40mmhg. Her surgeon has put her on a diuretic to lower the pressure, but she says it makes her feel tired and unwell. The device remains implanted.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of pressure spike and pain; therefore, the condition of the product could not be verified. Due to a sample not returned and no lot information available, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative elevated iop and pain in the implanted eye are established risks associated with use of the system that is clearly specified in the product IFU. Corrected information provided in d.4. Additional information provided in h.6. And h.10. The manufacturer internal reference number is: (B)(4).